Event description:
There was an allegation of questionable results for approximately 30 patient samples from the cobas 6000 e601 module. Representative examples include: example 1: initial troponin t hs result was <3pg/ml and the repeat result was 14.73 pg/ml. Example 2: initial probnp result was 15.28 ng/l and the repeat result was 338.5 ng/l. Example 3: initial ck-mb result was 2.13 ng/ml and the repeat result was 26.19 ng/ml. Example 4: initial myoglobin result was <21 ng/ml and the repeat result was 51.46 ng/ml.

Manufacturer narrative:
The reagent lot numbers and expiration date were not provided. The field service engineer found there was incomplete clean cell cleaning due to a blocked pinch tube. He replaced the pinch valve tubes and confirmed the analyzer was running within specifications. The investigation determined the service actions resolved the issue.